Event description:
The company was informed that the patient experienced an infection and was treated with topical ciprodex otic drops in 2008. The decision was made to explant the patient's device. Surgery date has been scheduled.